Event description:
Patient representative reported patient ¿would not have had the presently recalled biocell products implanted had [the patient] known prior to the procedure that it would increase the patient¿s risk of developing bia-alcl.¿ device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unknown.